Event description:
A malfunction was reported by a distributor in sweden, with a malfunction code of 16-0x20e6 and it was noted that the pump could be reset. There was no information provided about any impact on the customer's blood glucose level, and the customer did not disclose their blood glucose value at the time. The pump was reported to be within warranty and was replaced promptly. The customer was informed about the need for a replacement and provided with instructions for returning the faulty pump to tandem within 10 days using a pre-paid label and return box. However, the customer declined to share details about their backup therapy to ensure continued insulin delivery.